Manufacturer narrative:
During an onsite visit the fse (field service engineer) ran system verification and could not reproduce the situation. Fse found system meets company specifications. Review of the logfiles shows the user performed earlier treatments on the same day without issue, and one additional treatment without issue after the reported event was occurred. The reported treatment review confirmed the pupil was lost, which interrupted the treatment at approximately four percent. The user tried to continue with the treatment, but was not able to continue after successfully performing center test. The user tried to make other adjustments with the illumination without success. The user aborted and then restarted the treatment, and was able to complete it without interruption. Most likely root cause is pupil loss during treatment. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported during the last lasik case of the day on a patient with an irregular shaped and dark pupil the excimer laser paused and would not continue. Reporter indicated a hand held device was used to hold the flap open, the tracking went from 100% tracking (no hand held device), to 20% tracking with the hand held device. When the laser stated, the tracker found the pupil and the first shots were fired. The tracker lost the pupil again and the customer tried to recover; however, the laser would not fire. The laser indicated to abort the treatment. And restart. The customer was able to try again and were successful with completion of the treatment.